Event description:
Boston scientific received information that one day post implant, this left ventricular (lv) lead was not capturing in all vectors. An x-ray confirmed the lead had dislodged. A revision procedure was performed and the lead was repositioned without further incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The caller reported good sensing and threshold measurements post revision. This product issue will be re-evaluated if additional details are received.